Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 49 mg/dl. Reportedly, the customer requested too much insulin be delivered through a bolus. Customer ate food to treat bg level. Recommendation was made for customer to discuss event with a healthcare provider.